Event description:
It was reported that this right ventricular (rv) lead was an attempted implant into the left bundle branch but perforated through the septum, with the physician requesting a new lead since the helix mechanism in this lead had been rotated over 30 turns. Additionally, the lead presented a decrease in impedance measurements, but all measurements were within range. A new lead was successfully implanted. No additional patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant into the left bundle branch but perforated through the septum, with the physician requesting a new lead since the helix mechanism in this lead had been rotated over 30 turns. Additionally, the lead presented a decrease in impedance measurements, but all measurements were within range. A new lead was successfully implanted. No additional patient effects were reported. This product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.